Event description:
It was reported that the ventilator shut down with no audible alarm while connected to the pt. A couple of days later, the pt's parents noticed the pt was biting and pinching the pt circuit tubing, and the ventilator had shut down again with no audible alarm. The pt was placed on another ventilator. No reported harm to the pt.